Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.2, lab: 11.7. Customer states that they have been having issues with three of their inratio meters. They have been obtaining discrepant low results with different patients. Caller was only able to provide data from one patient.

Manufacturer narrative:
Investigation pending.